Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic following a remote transmission. Upon interrogation, post-paced t-wave oversensing was noted. No further intervention was performed at this time and the device will continue to be monitored until reprogramming. The patient was stable with no adverse consequences.